Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 1999 - the patient was diagnosed with an enterocele, cystocele, rectocele and stress urinary incontinence. The patient underwent a two part procedure which included an abdominal sacrocolpopexy with implant of a "marlex" mesh (alleged bard/davol flat), a posterior colporrhaphy and a bladder suspension with a paravaginal defect repair. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.